Event description:
According to the reporter, intraoperatively, the trocar was broken upon introduction into the belly of the patient. A new trocar was used to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection of the returned product noted that the bladed obturator was intact. The cannula was disengaged from the seal housing. There was a noted material transfer inside the seal housing. The 5-12mm seal housing, circular seal and flip-top converter were intact. Functionally, the bladed obturator when actuated was cut cleanly through test media. It was reported that the trocar was damaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The disengaged cannula may occur when excessive force was applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the device was contraindicated for certain applications. Product sale and use was restricted to qualified individuals. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.